Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient reported having mild pain on the left lateral aspect of the hip approximately 3 years and 4 months after initial implantation. As a result, the patient was given topical voltaren gel, moist heat, home exercises and troch bursitis exercise. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 01-030-01-0756 - alt cup clstr g7 sz 56: (B)(6). 01-030-40-0736 - alt xle lnr ntrl g7 36: (B)(6). 160-01-15 - pf stem tapered plasma ext offset sz 15: (B)(6). 170-36-00 - biolox delta femoral head 36mm od, +0mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.